Manufacturer narrative:
Lead model 3889-28, lot# v115887, implanted: 2008-(B)(6), explanted: unknown.

Event description:
Additional information received reported that the purpose of the MRI was to look for issues with the patient's colon. The patient stopped the procedure when she felt the shocking in her feet, and it was reported that the issue was now resolved.

Event description:
It was reported that the patient could not adjust stimulation. The patient programmer showed the battery icon being empty, even with a change of battery. The device was powered off. The patient experienced a shocking or jolting sensation down her leg when undergoing an MRI. The procedure was stopped immediately, but the patient experienced a loss of therapeutic effect and no stimulation sensation. The patient had not felt stimulation since the MRI, or possibly before. The stimulation was turned back on and the patient could feel stimulation at 0.30 volts. The patient had an appointment with her hcp scheduled for (B)(6)-2011. Additional information has been requested, but was not available as of the date of this report.